Event description:
It was reported that a pt underwent an endometrial thermal ablation in 2008. Four days after the procedure, the pt returned to the emergency room complaining she could not void. The pt was placed on cipro for two weeks duration for a urinary tract infection.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2008-00887. The same device is represented in each medwatch as it was involved in two events.